Event description:
It was reported that during a bph surgical procedure at 208,617 joules and 21:17 minutes the tip of the fiber detached. The fiber tip was not cleaned during the procedure. No other information was provided regarding this fiber. The procedure was completed using a second fiber. Patient outcome "ok" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of the glass cap and metal cap are attached to the fiber; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the as reported "tip of fiber came off" was not able to be confirmed. The probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.